Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette without an alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, the hp realized the patient line clamp was closed during priming. The hp was advised to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of air in line where the patient line was not properly primed. The patient line not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.